Event description:
The hosp reportedly experienced needles breaking during phacoemulsification surgery on three different cases. The needles stayed within the sleeve and there was no harm to the pts. The hosp mentioned that they reuse the needles, however they do not know how many times they are resused.